Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Product ID 693558 lead implanted: 2010 (B)(6); product ID (B)(4) ICD implanted: 2010 (B)(6). (B)(4).

Event description:
The atrial lead was returned to the manufacturer after being explanted due to the associated leads and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.